Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received a notification for high, out of range, high voltage impedance was observed on the device. Patient was asymptomatic. It was recommended to monitor the device as high impedance issue could be due to physiological changes. Device will continue to be monitored. No further information available.